Event description:
It was reported the menu parameter dial is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; encoder knob unable to turn due to upper case being broken. Analysis also found the battery drawer wires and display wires were pinched, encoder nuts were not torqued to specification, and main printed circuit board assembly out of electrical specification (misaligned). (B)(4).